Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge with moisture. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4)

Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -8.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was explanted due to low vault and the problem was resolved.